Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in mildly tortuous and moderately calcified iliac artery. A 3.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 5 atmospheres in 2 seconds, the balloon was ruptured, and it was observed near the balloon tip shoulder. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
1. Lot number from unknown to 0029334246. 2. Expiration date from unknown to 05/03/2025. 3. Unique identifier (UDI) from unknown to (B)(4). E1 initial reporter first name has been added.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in mildly tortuous and moderately calcified iliac artery. A 3.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 5 atmospheres in 2 seconds, the balloon was ruptured, and it was observed near the balloon tip shoulder. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.